Manufacturer narrative:
Cloud data was reviewed for the day of 15aug2025. The cloud data confirmed that a 5 u bolus was delivered shortly after a 1.55 u bolus on the date of occurrence. The cloud data showed that the 5 u bolus was manually adjusted to 5 u from 0 u and that no carbs or blood glucose values were entered into the bolus calculator. No further evidence of interaction with the controller to program the reported bolus was able to be obtained from the cloud data. Evidence of interaction with the controller is not available through cloud data. No user-initiated log files are available, and the device has not yet been received for investigation. If the device is received, a supplemental report will be submitted with the investigation results from the device. Lot release records were reviewed, and the product lot met all acceptance criteria. The exact cause of the reported event could not be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient stated that their omnipod 5 personal diabetes manager administered an unprogrammed bolus. They expressed anxiety over the possibility of hypoglycemia and proactively took action by consuming juice and glucose tablets, as well as pausing insulin delivery. At the time of the call, their blood glucose level was 214 mg/dl.